Event description:
The qat analysis of the returned device did not identify broken struts as per the initial report. Therefore, this event would not have been a reportable event. However, because the initial report has already been filed, this event must remain reportable.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The second 3.0 x 28 mm promus, is being filed under a separate MFR#.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted blood visible in the guide wire lumen and on the entire length of the catheter, which is consistent with handling and the sds at least partially advanced over a guide wire. The stent was stationary on the tightly folded balloon between the markers. There was no damage noted to the stent as reported. There were multiple kinks in the hypotube. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. An attempt was made to obtain clarification from the account as to if the correct unit was returned for analysis as the returned product did not have any damage noted to the stent; however, no further information was available. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported stent damage was unable to be verified; however, there is no indication of a product quality deficiency. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that the physician felt after preparation of the 3.0 x 28 mm promus stent delivery system (sds), the stent struts were cracked and poking out(unknown which one). A second 3.0 x 28 mm promus sds was chosen, different lot, and it was noted that the shaft was cracked. A non-abbott device was used to complete that procedure. Neither promus sds was used in the patient. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.